Event description:
Total 10 blood leaks occurred in 2 different lots from 2004 to 12 days in hospital. Company is submitting MDR reports for these 10 blood leaks: lot unknown 2 leaks (8010002-2004-00014), lot no 035f52 6 leaks (8010002-2004-00015), 1 leak lot no 039px3 (8010002-2004-00016), 1 leak lot unknown. This event is the fourth one. Blood leak occurred during the treatment. Blood was detected in the filtrate. Pink uf was noted in the bag shortly after a filter and venous line change. Hemoglobin concentration was positive (+++). But the leak detector did not alarm. The blood loss volume was unknown. The pt was well and no medical treatments were given. Co did not specify which lot product was used.